Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited burn on plastic distal end cover(c-cover) / due to burn on plastic distal end cover (c-cover), insulation resistance value at distal end does not meet the standard value. There was no patient involvement.